Manufacturer narrative:
Product code unk; esubmitter software does not allo for an unk or blank entry this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports low vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-updated information: a 12.1mm vticm5_12.1, -8.0/+1.0/104 (sphere/cylinder/axis) lens was implanted into the patient's eye on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length, different model lens. The problem is resolved. The cause of the event is reported as unknown. Claim# (B)(4).

Event description:
Hold for dd 2.11the reporter stated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports low vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Product code unk; esubmitter software does not allo for an unk or blank entry this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).